Manufacturer narrative:
Conclusion code - no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent a laparoscopic staging procedure for endometrial cancer on an unknown date. During the procedure, surgicel was used in combination with baxter floseal to control bleeding of an inferior vena cava laceration. On post-operatively day six, the pt returned with a small bowel obstruction and required a small bowel resection in the specific area where the hemostatic agents were used.